Manufacturer narrative:
Device investigation details: multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Since no serial number was provided, no manufacturer record evaluation could be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case, is not FDA approved, therefore no PMA details are available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, world wide configuration and the patient suffered a esophageal fistula, cerebrovascular accident, and death. An afib ablation performed using the helios balloon on (B)(6) 2022 had a major complication. The patient unfortunately passed away 5 weeks post-ablation on (B)(6) 2022 following a cerebrovascular accident. A definitive diagnosis was not available at this point, however, the clinical picture and imaging are highly suggestive of an atrio-esophageal fistula. The physician¿s opinion on the cause of this adverse event is that it was procedure related. No intervention was necessary at the time of the procedure. The patient had normal left ventricle (lv) systolic function and mild left-atrial dilatation. The generator used in the procedure was ngen rf generator, world wide configuration v2. The bwi representative acknowledges that no (generator/pump) malfunction has been reported and servicing for this equipment is not needed. There was no evidence of char/blood thrombus/clot during the procedure. The correct catheter settings were selected on the ngen rf generator, world wide configuration and the pump was switching from low to high flow during ablation.

Manufacturer narrative:
It was reported that a 73-year-old female patient (84kg) underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, world wide configuration and the patient suffered a esophageal fistula, cerebrovascular accident, and death. An afib ablation performed using the helios balloon on (B)(6) 2022 had a major complication. The patient unfortunately passed away 5 weeks post-ablation on (B)(6) 2022 following a cerebrovascular accident. A definitive diagnosis was not available at this point, however, the clinical picture and imaging are highly suggestive of an atrio-esophageal fistula. The physician¿s opinion on the cause of this adverse event is that it was procedure related. No intervention was necessary at the time of the procedure. Device investigation details: the investigational analysis has been completed as service for the unit was declined by the customer. No further information regarding the generator could be obtained. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-july-2022, biosense webster inc. Received information indicating the serial number of the ngen rf generator, world wide configuration to be (B)(6). Based on the serial number provided, the following fields have been updated: d4. Catalog has been updated from unk_ngen rf generator to d138401. D4. Serial has been updated from blank to (B)(6). D4. Unique identifier( UDI) was updated from blank to (B)(4). H5. Labeled for single use? Was updated from blank to no. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 11-aug-2022,, it was noticed the incorrect common device name of ¿similar device d134801, PMA # p030031/s078¿ was reported under field d2a of the 3500a initial medwatch report. The corrected information is ¿catheter, electrode recording¿ and the field has been updated appropriately.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on (B)(6) 2023, the product investigation was reopened to correct/update the investigation findings which resulted in the following changes/corrections: although service for the ngen rf generator was declined by the customer, it was determined that the contributing factors to the patient adverse event consisted of excessive energy being delivered by the physician on the posterior wall (due to an insufficient number of electrodes selected as posterior wall electrodes, based on patient anatomy, and not terminating rf in time based on esophageal temperature increase) and misinterpretation of pulmonary vein (pv) anatomy, leading to excessive energy delivery in the same region of the posterior wall. Per the instructions for use (IFU), there are precautions to avoid esophageal damage such as reducing energy delivered (power/time), increasing the time between ablation, visualizing the esophagus, and/or using a temp probe. A device history record evaluation was performed for the finished device number, and no internal actions were found. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. An internal corrective action has been opened for further investigation.